Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a patient underwent a removal of a dynamic hip screw (dhs) due to non-union on (B)(6) 2018. During hardware removal of a dynamic hip screw (dhs) to create pathway to femoral nail, the procedure followed as described in technique guide. Upon initial insertion of nail, intramedullary canal deemed by the surgeon to be too tight due to very hard bone, and requested to remove nail, and over-ream canal (had previously reamed 1.5 millimeter over nail diameter as prescribed, however ultimately reamed 2 millimeters over nail diameter). Upon second insertion of nail, on final blow of mallet to driving cap, the driving cap snapped at the base of the jig, rendering both driving cap and jig for insertion unusable. Driving cap snapped within the radiolucent aiming arm with broken fragment still threaded within the aiming arm. There was no impact to the patient, there was an increased procedure time by twenty (20) minutes due to need to adjust insertion depth with alternative method. The action taken to manage the problem during the procedure was a direct light mallet blows to the metal section of insertion handle which was not prescribed in technique guide. Additional unanticipated x-rays required to confirm nail had been inserted to correct length. The patient outcome was deemed satisfactory by consultant. Procedure outcome is unknown. Patient bone deemed to be of very hard quality, making reaming and drilling of cortical bone in particular difficult. This report addresses intraoperative issue that occurred during hardware removal. The hardware removal due to nonunion has been addressed under related complaint (B)(4). Concomitant device reported: hammer/mallet (part# unknown, lot # unknown, quantity #1); insert- handle radiolucent fem recon nail (part# 03.033.001-us, lot # unknown, quantity #1). This report is for one (1) driving cap/threaded. This is report 1 of 1 for complaint (B)(4).